Manufacturer narrative:
The investigation into the vascular damage - peripheral vessel issue has been completed since the original report was submitted. The device was not returned for investigation. The cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: warnings & cautions: to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The user facility reported a 54-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that while obtaining access to the right femoral artery for impella cp implant, a dissection of the external iliac artery occurred. A stent was placed to manage the dissection and access for implant was obtained in the left femoral artery. The subsequent delivery was successful. The patient was reported as stable.